Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). The device was not returned for evaluation, as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, seven days after a pascal precision ace procedure in mitral position, a single leaflet device attachment (slda) was detected. During procedure, one pascal device was implanted in mitral position. There was difficult imaging and the patient had a thin posterior mitral leaflet (pml) with chords. During a follow-up transthoracic echocardiogram (tte) on post-operative day 7, the device was observed to be detached from the pml. One day later, the patient underwent reintervention. Two additional ace devices were implanted medially and laterally to stabilize the detached device. The initial mitral regurgitation (mr) grade before the index procedure was severe, it was mild immediately post-procedure, the mr was again severe after the slda occurred, and it was moderate after the reintervention. The patient was in stable condition.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). Available information suggests that procedural factors and patient anatomical condition likely contributed to the event. Per the information provided, challenging imagery and the presence of thin posterior mitral leaflet (pml) with chords may have made it more difficult for the pascal to securely attach, leading to the slda observed during the follow-up tte. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.